Event description:
On (B)(6) 2013, a company representative reported the patient's infusion device was "broken." Follow-up was completed with the patient, and he reported he experienced hyperglycemia, increased urination, and headaches for a few weeks beginning (B)(6) 2013. His blood glucose elevated as high as 500 mg/dl, and his target is near 140 mg/dl. He attempted to bolus to decrease his blood glucose and believes the insulin delivery of the infusion device was too low. The infusion set was changed every 3-4 days and the adapter had never been changed. He was advised on the manufacturer's recommendations. His physician advised to switch to a competitor's infusion device, and his blood glucose returned close to his target range. He was unable to provide the serial number of the infusion device. The infusion device, cartridge, adapter, and infusion set were requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The infusion set and cartridge were not returned for evaluation and the lot number is unknown; therefore, no investigation could be performed. The adapter passed the optical inspection.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.